Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, the patient presented for a follow up in clinic with bradycardia. It was noted that the right ventricular (rv) lead's capture was intermittent, a decrease in pacing lead impedance and over-sensing was observed. Sensing could not be verified due to the patient's bradycardia. The lead was revised, re-positioned and re-used. Lead parameters were stable following the procedure. The patient was stable before, during and after the procedure.